Event description:
Does not have any cartilage in her knees/knees do not have any fluid anymore [cartilage disorder], knee pain and soreness [knee pain], lost 108 pounds [weight decreased]. Case narrative: initial information received on 25-mar-2019 regarding a solicited valid serious case received from patient, in the scope of patient support program (B)(6). Patient ID: (B)(6); country: united states. Study title: (B)(6). This case involves a (B)(6) female patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and experienced knee pain and soreness, does not have any cartilage in her knees/knees do not have any fluid anymore and lost 108 pounds (latency: unknown) the patient's past medical history included hurt her knee in 1976, 1973, 1972. The patient's past medical treatment(s), vaccination(s) and family history were not provided. Patient was on keto lifestyle. On an unknown date in (B)(6) 2014, the patient started using intra-articular injection of hylan g-f 20, sodium hyaluronate at the dose of 8 mg/ml, once for knee pain. On an unknown (over year and a half), after unknown latency, patient had lost over 108 lbs and treatment was unknown for it. On an unknown date in 2018 (for about 6 months), after unknown latency, patient had knee pain and soreness, does not have any cartilage in her knees, her knees do not have any fluid anymore. Patient took naproxen sodium (aleve), heat, cortisone gel and shots as a corrective for the same. Patient reported that she needs to get knee replacement and she needed her body mass index to be under 30-35 something. Action taken was not applicable. Corrective treatment: naproxen sodium, cortisone shot and gel, heat for knee pain and soreness, does not have any cartilage in her knees/knees do not have any fluid anymore; unknown for lost 108 pounds. Outcome of the event: not recovered/not resolved. Seriousness criteria: intervention required for knee pain and soreness, does not have any cartilage in her knees/knees do not have any fluid anymore reporter causality: unassessable for all events company causality: not reportable for all events. A product technical complaint was initiated on 29-mar-2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 29-mar-2019. Investigation summary received and ptc results added. Text amended accordingly.